Event description:
A trilogy evo o2 international ventilator was evaluated as routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy evo o2 international device a fault detected in the test. The service technician replaced the device's active exhalation control module and 3-way solenoid valves to address the issue. All necessary checks have been carried out to certify the restoration to the conditions prior to the breakdown.